Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization using pod packing coils (podj coils). During the procedure, while attempting to advance the first podj coil through the lantern delivery microcatheter (lantern), the physician experienced resistance and subsequently, the coil unintentionally detached from its pusher assembly within the lantern. The physician then removed the entire lantern with the detached coil still inside and flushed the lantern. The procedure was completed using the same lantern and new ruby coils. It should be noted that the physician maintained a continuous flush and used a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.